Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler emitted a spark from the back of the cycler when the patient was attempting to get the cycler to power on. The patient explained to technical services that initially the cycler would not power on at all but after several attempts and just moving things around, the cycler did power on and that is when a spark was encountered at the back of the cycler near the iq drive port. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up call the patient¿s daughter reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not hooked up to the cycler during the event. The new cycler was received the next day. The cycler is available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler emitted a spark from the back of the cycler when the patient was attempting to get the cycler to power on. The patient explained to technical services that initially the cycler would not power on at all but after several attempts and just moving things around, the cycler did power on and that is when a spark was encountered at the back of the cycler near the iqdrive port. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. The patient indicated knowing how to perform capd if needed. In a follow up call the patient¿s daughter reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not hooked up to the cycler during the event. The new cycler was received the next day. The cycler is available to be returned for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. Hipot test passed. Patient hipot test passed. Safety analyzer test passed. Voltage check passed. The simulated treatment post-accelerated stress test (ast) 2 hour and 15 minute 8500 ml test passed.during an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler emitted a spark from the back of the cycler when the patient was attempting to get the cycler to power on. The patient explained to technical services that initially the cycler would not power on at all but after several attempts and just moving things around, the cycler did power on and that is when a spark was encountered at the back of the cycler near the iqdrive port. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. The patient indicated knowing how to perform capd if needed. In a follow up call the patient¿s daughter reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not hooked up to the cycler during the event. The new cycler was received the next day. The cycler is available to be returned for investigation.